Event description:
It was reported that this patient complained about pain on the left knee and underwent examination. The surgeon thought the pain was caused by knee laxity and conducted revision surgery. He found that the insert post was broken.

Manufacturer narrative:
Investigation pending. No additional information available at this time.